Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault,low pip (peak inspiratory pressure),high pip,motor fault and vent inoperable alarm during ovp (operational verification procedure). There is no patient involvement associated with the reported event.